Manufacturer narrative:
Philips has investigated this complaint. On site inspection and log file analysis confirmed that the issue was due to a defective image processing pc (ippc). After replacing the ippc and its hard disk, the system was returned to use in good working order. Codes were updated based on investigation outcome.

Event description:
It has been reported that the monitors in the examination room were dark and error message of "image not possible, select application again" was getting displayed. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.